Event description:
This notification was reviewed due to a report from the patient's son, who reports that his mother lives in an elderly home where she began the use of an everflo oxygen concentrator on (B)(6) 2024. Between august 2024 and july 2025, his mother experienced pneumonia 8 to 9 times. Family requested a change of oxygen concentrator, and since then, she has not required hospitalization or medical consultation due to fever. The patient's family member suspects the concentrator most likely had components, filters, soundproofing cotton, and user instructions that did not clearly specify cleaning methods or filter replacement guidelines for customer reference, resulting in the elderly home being completely unaware and never cleaning the soundproofing cotton. According to the everflo / everflo q user manual chapter 3: care, cleaning, and disinfection warning: it is important to unplug the device before you perform any cleaning and disinfecting. Warning: do not remove the covers of this device. Servicing must be referred to an authorized and trained philips respironics home care provider. Caution: excess moisture may impair the proper operation of the device. 3.1 filter replacement the everflo air inlet filter should be replaced every 12 months to a maximum of 24 months or more frequently in an environment of high dust, and between patient use. The air inlet filter should be replaced by an authorized home care provider. 3.2 cleaning at home the exterior covers of the device should be cleaned weekly and between patient use and as needed by performing the following steps: 1. Turn the device off and disconnect from the power source before cleaning. 2. Clean the device exterior, including the filter door, using a damp cloth with a mild household cleaner and wipe it dry. 3.3 cleaning at home: humidifier and cannula clean and replace the humidifier and cannula as instructed by the manufacturer and your equipment provider. 3.4 disinfection: exterior of device the exterior covers of the device should be disinfected weekly and between patient use as follows: 1. Clean the device as indicated above. 2. To disinfect, use a household chlorine bleach containing 8.25% sodium hypochlorite. Combine 9 parts water to 1 part bleach. 3. Using a damp cloth with the bleach solution, wipe the exterior surfaces. 4. Allow the surface to remain damp for 2 minutes. Wipe dry as necessary. Based on information provided, the event is assessed as a confirmed use error - failure to clean device as instructed. Further device evaluations are needed to confirm device cause and/or contribution to the patient's outcome. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation. A good faith effort attempt has been made on 13-nov-2025 via email. A final report will be submitted once the investigation is complete.